Event description:
In 2005, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. Five days earlier, the pt obtained a result of 295 mg/dl on the reported meter while having no symptoms of high or low blood glucose level; she interpreted the result to be 29.5 mmol/l (converts to 531 mg/dl). The pt made an appointment and saw the nurse at the health center that same day; the nurse advised her to increase her insulin by 2 units, 3 times a day. The pt took the meter to the pharmacy because she believed the results were too high. The pharmacist advised the pt to contact lifescan. The customer care rep (ccr) confirmed that the meter was set to mg/dl instead of mmol/l. The ccr also discovered that the meter date and time were not set correctly. The meter was previously set to the correct unit of measurement. The pt denied having recently changed the units of measurement in the meter settings. The ccr advised the pt to contact her nurse to check whether her insulin dosage should be reduced to the former regimen. The meter was replaced.